Manufacturer narrative:
The device was returned to olympus for evaluation and the complaint was confirmed. The evaluation revealed the following findings: forceps biopsy channel port was shaved. Adhesive on bending section cover (a-rubber) was detached due to wear of angle wire, bending angle in down direction did not meet the standard value, eyepiece was dirty. Air/water leakage from the insertion tube/bending section due to a pinhole on bending section cover (a-rubber), water tightness was lost, universal cord had a scratch, and control unit had a scratch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon was potentially attributed to endo therapy accessories or metal part of cleaning brush touched the biopsy channel port when the user inserted/withdrew those products. The root cause of this event was unable to be identified. The suggested event is detectable by handling the device in accordance with the following IFU. IFU includes the detection way in bronchofiberscope bf-e2 series chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the bronchofiberscope exhibited signs of leaking at the bending section cover (a-rubber). The issue was observed during reprocessing. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, the forceps channel port was shaved. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.